Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile viewing station (mvs) power board was not turning the chargers on.  This was found during preventative maintenance and no patient was present. The likely cause was noted to be a blown fuse in the power board. Additional information was received. The power resister on the pfc board was electrically overstressed. When a component is electrically overstressed there is a possibility it can be shorted or open due to the nature of the damaged to the component.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000514, serial/lot #: unknown. Product ID: bi31000172, serial/lot #: unknown. Product ID: bi71000581, serial/lot #: unknown, ubd: , UDI#. H3, h6: system service was completed and the pfc 1000 and motion battery charger were replaced. B01, c02, and d02 are applicable. H3, h6: product bi71000514 was received for analysis. The fuse on f9 was blown and electrically overstressed. B01, c02, and d02 are applicable. H3, h6: product bi71000581 was received for analysis and no failure was found. The battery charger pcbas passed bench test and visual inspection. Chargers output voltages were within inspection parameters. Installed battery charger in test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images readied. B01, c19, and d14 are applicable. H3, h6: product bi31000172 was received for analysis. The pfc board failed bench test. The power resistor on the board was electrically overstressed. B01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.